Event description:
The customer reported the ventilator was alarming due to oxygen not available. The customer reported the device was in use on a patient and there was no patient harm. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. As the device was out of warranty, the customer contacted manufacturers product support (pse) who advised the customer determine if the device has an oxygen manifold in place, and if so connect the oxygen directly to the unit and check if the alarm persists. An oxygen manifold allows two oxygen cylinders and one wall oxygen supply line to be used as inputs to the ventilator. The customer reported the device did have an oxygen manifold in use at the time of the reported problem. The customer reported the manifold was replaced and the reported problem resolved and has not reoccurred.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.